Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst during filling with fluorouracil. The device filled with an electronic pump. The fluid remained in the device after rupture (inside the plastic housing). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufactured 3/2/8/2017-3/30/2017. A photographic sample was received for evaluation. The photograph showed evidence of an elongated slit located on the bladder which is indicative of a bladder rupture. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.